Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / stabbing pain that is high in intense') in a 29-year-old female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump (benign), biopsy breast (2005, 2006), left lower quadrant pain and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, cervical cancer, epiploic appendagitis, septate uterus, abdominal mass, pelvic discomfort, groin pain, fallopian tube disorder, nauseated, vomited, charcot-marie-tooth disease, omental infarction, hyperemia and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 for medical device pain. On (B)(6) 2015, the patient had essure inserted. In july 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) menstrual"), menorrhagia ("abnormal bleeding (menorrhagia) menstrual"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and migraine ("migraines/ headaches"). In october 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), perinatal depression ("psychological or psychiatric problems condition: depression, anxiety, postpartum depression"), depression ("psychological or psychiatric problems condition: depression, anxiety, postpartum depression"), anxiety ("psychological or psychiatric problems condition: depression, anxiety, postpartum depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and headache ("headaches"). The patient was treated with aripiprazole (abilify), bupropion, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), paracetamol (tylenol), sertraline hydrochloride (zoloft) and surgery (total hysterectomy, bilateral salpingectomy, colon mass resection by general surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perinatal depression, vaginal haemorrhage, menorrhagia, depression, anxiety, allergy to metals, dyspareunia, vaginal discharge, weight increased, alopecia, abdominal pain and migraine was resolving and the genital haemorrhage, dysmenorrhoea, back pain and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, perinatal depression, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of insertion dates -jul-2005 and (B)(6) 2015, (B)(6) 2015 essure model number was updated from ess205 to ess305 because of insertion date: (B)(6) 2015. Current weight 205 lbs. 1 trailing coils on the right side and 3 trailing coils on the left side. The right essure device is not seen, possibly secondary to overlying bowel gas. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2015: 1. Small 1.0 cm rounded low density focus anterior to the distal descending colon (on axial images 117 -119) with in the left lower quadrant of the abdomen with subtle adjacent fat stranding, which could represent a mild case of epiploic appendagitis, or a tiny omental infarct. There is no adjacent bowel wall thickening and no other findings of acute process within the abdomen pelvis. 2. Essure devices within both fallopian tubes. No ascites.. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. No spillage of contrast from the bilateral fallopian tubes. As per mr, status post essure procedure with no spillage of contrast from the bilateral fallopian tubes.. Imaging procedure - on (B)(6) 2015: result not provided. Ultrasound pelvis - on (B)(6) 2018: 1. Left essure device in appropriate position in the left fallopian tube. The right essure device is not seen, possibly secondary to overlying bowel gas. 2. Septate uterus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, dyspareunia, vaginal discharge, anxiety and weight gain. Lot number: c06472 manufacturing date: 2013-12-20 expiration date: 2016-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / stabbing pain that is high in intense') in a 29-year-old female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump (benign), biopsy breast (2005, 2006), left lower quadrant pain and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, cervical cancer, epiploic appendagitis, septate uterus, abdominal mass, pelvic discomfort, groin pain, fallopian tube disorder, nauseated, vomited, charcot-marie-tooth disease, omental infarction, hyperemia and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 for medical device pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) menstrual"), menorrhagia ("abnormal bleeding (menorrhagia) menstrual"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and migraine ("migraines/ headaches"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), perinatal depression ("psychological or psychiatric problems condition: depression, anxiety, postpartum depression"), depression ("psychological or psychiatric problems condition: depression, anxiety, postpartum depression"), anxiety ("psychological or psychiatric problems condition: depression, anxiety, postpartum depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and headache ("headaches"). The patient was treated with aripiprazole (abilify), bupropion, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), paracetamol (tylenol), sertraline hydrochloride (zoloft) and surgery (total hysterectomy, bilateral salpingectomy, colon mass resection by general surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perinatal depression, vaginal haemorrhage, menorrhagia, depression, anxiety, allergy to metals, dyspareunia, vaginal discharge, weight increased, alopecia, abdominal pain and migraine was resolving and the genital haemorrhage, dysmenorrhoea, back pain and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, perinatal depression, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of insertion dates - (B)(6) 2005 and (B)(6) 2015 essure model number was updated from ess205 to ess305 because of insertion date: (B)(6) 2015. Current weight 205 lbs. 1 trailing coils on the right side and 3 trailing coils on the left side. The right essure device is not seen, possibly secondary to overlying bowel gas. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2015: 1. Small 1.0 cm rounded low density focus anterior to the distal descending colon (on axial images 117 -119) with in the left lower quadrant of the abdomen with subtle adjacent fat stranding, which could represent a mild case of epiploic appendagitis, or a tiny omental infarct. There is no adjacent bowel wall thickening and no other findings of acute process within the abdomen pelvis. 2. Essure devices within both fallopian tubes. No ascites. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. No spillage of contrast from the bilateral fallopian tubes. As per mr, status post essure procedure with no spillage of contrast from the bilateral fallopian tubes. Imaging procedure - on (B)(6) 2015: result not provided. Ultrasound pelvis - on (B)(6) 2018: 1. Left essure device in appropriate position in the left fallopian tube. The right essure device is not seen, possibly secondary to overlying bowel gas. 2. Septate uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, dyspareunia, vaginal discharge, anxiety and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received: lot number added. Reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / stabbing pain that is high in intense'), genital haemorrhage ('gen. Abnorm. Bleed') and perinatal depression ('psychological or psychiatric problems condition: depression, anxiety, postpartum depression') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump (benign), biopsy breast (2005, 2006), left lower quadrant pain and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, cervical cancer, epiploic appendagitis, septate uterus, abdominal mass, pelvic discomfort, groin pain, fallopian tube disorder, nauseated, vomited, charcot-marie-tooth disease, omental infarction, hyperemia and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 for medical device pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) menstrual"), menorrhagia ("abnormal bleeding (menorrhagia) menstrual"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and migraine ("migraines/ headaches"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), perinatal depression (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression, anxiety, postpartum depression"), anxiety ("psychological or psychiatric problems condition: depression, anxiety, postpartum depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and headache ("headaches"). The patient was treated with aripiprazole (abilify), bupropion, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), paracetamol (tylenol), sertraline hydrochloride (zoloft) and surgery (total hysterectomy, bilateral salpingectomy, colon mass resection by general surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perinatal depression, vaginal haemorrhage, menorrhagia, depression, anxiety, allergy to metals, dyspareunia, vaginal discharge, weight increased, alopecia, abdominal pain and migraine was resolving and the genital haemorrhage, dysmenorrhoea, back pain and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, perinatal depression, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of insertion dates (B)(6) 2005 and (B)(6) 2015, (B)(6) 2015 essure model number was updated from ess205 to ess305 because of insertion date: (B)(6) 2015. Current weight 205 lbs. 1 trailing coils on the right side and 3 trailing coils on the left side. The right essure device is not seen, possibly secondary to overlying bowel gas. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2015: 1. Small 1.0 cm rounded low density focus anterior to the distal descending colon (on axial images 117 -119) with in the left lower quadrant of the abdomen with subtle adjacent fat stranding, which could represent a mild case of epiploic appendagitis, or a tiny omental infarct. There is no adjacent bowel wall thickening and no other findings of acute process within the abdomen pelvis. 2. Essure devices within both fallopian tubes. No ascites.. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. No spillage of contrast from the bilateral fallopian tubes. As per mr, status post essure procedure with no spillage of contrast from the bilateral fallopian tubes.. Imaging procedure - on (B)(6) 2015: result not provided. Ultrasound pelvis - on (B)(6) 2018: 1. Left essure device in appropriate position in the left fallopian tube. The right essure device is not seen, possibly secondary to overlying bowel gas. 2. Septate uterus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, dyspareunia, vaginal discharge, anxiety and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: new events - dysmenorrhea (cramping), back pain, headaches, hair loss, gen. Abnormal bleed were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / stabbing pain that is high in intense') and perinatal depression ('psychological or psychiatric problems condition: depression, anxiety, postpartum depression') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump (benign), biopsy breast (2005, 2006), left lower quadrant pain and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, cervical cancer, epiploic appendagitis, septate uterus, abdominal mass, pelvic discomfort, groin pain, fibrosis, nauseated, vomited, charcot-marie-tooth disease, omental infarction, hyperemia and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 for pelvic pain female. In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression, anxiety, postpartum depression") and anxiety ("psychological or psychiatric problems condition: depression, anxiety, postpartum depression"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) menstrual"), menorrhagia ("abnormal bleeding (menorrhagia) menstrual"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and migraine ("migraines/ headaches"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced perinatal depression (seriousness criterion medically significant). The patient was treated with aripiprazole (abilify), bupropion, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), paracetamol (tylenol), sertraline hydrochloride (zoloft) and surgery (total hysterectomy, bilateral salpingectomy, colon mass resection by general surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perinatal depression, vaginal haemorrhage, menorrhagia, depression, anxiety, allergy to metals, dyspareunia, vaginal discharge, weight increased, alopecia, abdominal pain and migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, dyspareunia, menorrhagia, migraine, pelvic pain, perinatal depression, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of insertion dates (B)(6) 2005 and (B)(6) 2015 essure model number was updated from ess205 to ess305 because of insertion date: (B)(6) 2015. Current weight (B)(6) lbs. 1 trailing coils on the right side and 3 trailing coils on the left side. The right essure device is not seen, possibly secondary to overlying bowel gas. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2015: small 1.0 cm rounded low density focus anterior to the distal descending colon (on axial images 117 -119) with in the left lower quadrant of the abdomen with subtle adjacent fat stranding, which could represent a mild case of epiploic appendagitis, or a tiny omental infarct. There is no adjacent bowel wall thickening and no other findings of acute process within the abdomen pelvis. Essure devices within both fallopian tubes. No ascites. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. No spillage of contrast from the bilateral fallopian tubes. As per mr, status post essure procedure with no spillage of contrast from the bilateral fallopian tubes.. Ultrasound pelvis - on (B)(6) 2018: left essure device in appropriate position in the left fallopian tube. The right essure device is not seen, possibly secondary to overlying bowel gas. Septate uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, dyspareunia, vaginal discharge, anxiety and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs and mr received- case becomes incident. New events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety, postpartum depression, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, hair loss, abdominal pain , pelvic pain and migraines/ headaches were added. Essure explant date was added. Product indication was updated. Patient¿s date of birth, weight and height were added. Concomitant drugs, lab data and medical history were added. New reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.